Manufacturer narrative:
There were no demographics provided for either patient. The field service engineer (fse) noted that the ratio pump had excessive bubbles. The fse replaced the ratio pump and verified performance. The ratio pump was returned and tested in-house. The failure was confirmed. Identified failure mode: failure mode was the ratio pump ((B)(4)). The fse replaced the pump to resolve the issue.

Event description:
Erroneous high results for sodium (na) and/or chloride (cl) were obtained for two samples when using the unicel dxc 600i synchron access clinical system. The samples were rerun on another instrument in the lab and the results from the other instrument were reported. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.